Event description:
Per rep, this system was removed due to infection. Pt was implanted with a new system and is doing well. Lumax 340 vr-t and linox s. Also removed: kainox sl 75/16, MDR: 1028232-2008-00172.